Event description:
Pt received a one level spinal fusion on (B)(6) 2012. After the procedure, the pt heard a clicking sound and came into the doctor for a follow-up visit. Follow-up x-rays were ordered and it was found that the set screws were loose, so a revision surgery was scheduled. Revision surgery was performed (B)(6) 2013 at the same hospital. Two of the screws had come loose in the construct. During the surgery, the surgeon chose to remove and replace the entire construct. The surgeon commented to the sales representative on site that he had forgotten to tighten two of the set screws in the construct and that this is why they had come loose.

Manufacturer narrative:
Investigation: completed by/date: (B)(6)/(B)(4) 2013. Investigation (include conclusions and identify the root cause if possible). If failure cannot be confirmed, review complaint history, DHR or other product history for indication of a potential cause: the reporting sales rep who was onsite at the time of the revision surgery states that the explanted components showed that two of the four set screws had not been tightened down and that the surgeon who performed the initial surgery acknowledged that he had not tightened all of the set screws (two out of the four were not tightened). This was the cause of the screws coming loose. The sales rep reported that the surgeon is a new surgeon. Visual examination of the construct components at reliance found no damage or indications of other conditions that would have led to the set screws coming loose. There have been no other occurrences of this nature with any other reliance implants. The root cause appears to be user error. Recommended corrective or preventative action (reference CAPA or change order if applicable): as the root cause of this issue was failure by the surgeon to secure the construct with a set screw, no additional corrective action by reliance is indicated at this time.